Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that there were high impedances. There was a loss of therapeutic effect. The device was interrogated and showed that electrode 7 had high impedance. The nurse was able to reprogram around this. The patient reported that they were unsure how satisfied he was with the device prior, as getting 40 percent pain relief this visit compared to 60 percent pain relief last visit a year ago. The event was unresolved with no further action planned.